Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8138457. Our records show that this is the only instance of a defective catheter occurring in this batch of pegasus. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Investigation conclusion: during leakage testing of the device submitted by the facility that the leakage was found to originate not from the septum but from a small wound in the catheter tubing. Root cause description: bd engineers were able to determine that the most likely root cause for this issue is an anomaly in the fabrication process of the raw material used for the catheter tubing. The abrasive markings found on the device occur sporadically during the extruding process and are controlled through visual sorting of the material during receipt from the supplier. Rationale: bd has notified the appropriate personnel; bd will continue to track and trend for this issue.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked at the y adapter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Report source other: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked at the y adapter. No serious injury or medical intervention was reported.